Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impedance and high capture threshold. The lead will continue to be monitored. There were no patient consequences.